Event description:
It was reported that the wireless charger for the device intermittently failed to connect and required precise placement to initiate charging, sometimes stopping while on the pad, and a replacement charger restored normal charging function. Customer care provided support which included remote troubleshooting and replacement part evaluation by substitution with a new charger. Investigation of this case revealed an issue consistent with a malfunctioning charging accessory, as normal charging resumed with the replacement, indicating the original charger as the affected component. Symptoms included no injury or clinical effects. Outcomes included no impact on health and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was a defective charging pad.